Event description:
It was reported by the customer that the device powered down twice on its own during use on a patient. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4). The service representative evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The root cause of the reported problem was not determined. The service representative replaced the system/memory pcb assembly as a preventative measure. The device was subsequently returned to the customer.